Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the severely calcified femoral artery. A 018/260 platinum plus guidewire was used during the procedure. However, when it was retrieved from the patient, it was noticed that the floppy distal end was not attached to the guidewire. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned by the customer, nevertheless the customer attached a picture. It was observed that the coil wire was stretched. It is important to mention that the device is observed inside the pouch, nevertheless it is not possible to see the entire device. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the severely calcified femoral artery. A 018/260 platinum plus guidewire was used during the procedure. However, when it was retrieved from the patient, it was noticed that the floppy distal end was not attached to the guidewire. No further patient complications were reported.